Event description:
It was reported a malfunction. An issue related to probe breakage occurred further to the loss of data from the fisher table computer (not distributed by ethicon). The complainant informed us that the ln parameter was 0 instead of - 7 during sampling. Due to that, the probe went to far into the breast and hit the camera. This caused the breakage of the probe tip. A fragment of the probe remained in the patient's breast (1.18 mm). The complainant contacted the technician of the fisher table who identified the issue with the computer loss of data.

Manufacturer narrative:
Date sent: 01/09/2008.